Event description:
It was reported that the patient underwent a revision procedure due to atrophy with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The aus cuff was place more distally than the initial implant location of the cuff. The patient fully recovered following the procedure.